Event description:
Accidental device ingestion [accidental device ingestion] incorrect use of the product [wrong technique in device usage process] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and wrong technique in device usage process. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient reported that she happens to swallow the product while using polident denture adhesive cream and queried if it would be harmful. It was reported that the consumer used the product three to four times a day.